Event description:
A black ring that is located on the shaft of the davinci xi monopolar scissors broke off and fell into the patient. The physician retrieved the entire piece from the patients abdominal cavity. The davinci instrument was removed and replaced with a new one. No injury was noted to the patient. No injury to patient. Reference # (B)(4).